Event description:
Event determined to be reportable based on analysis approved 07/30/2008: it was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), the stent failed to deploy. The lesion was located in an unspecified biliary duct. The 10x80 biliary endo uni plus halo 10mm x 80mm stent delivery system was advanced to the lesion. Upon attempting to deploy the stent, the stent "could not release from the delivery system". Upon removal, it was noted that the stent wires had not perforated the outer sheath, and the stent had not partially deployed. A different device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable". Device analysis revealed stent wire perforation and stent damage.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The shaft was kinked at 3mm proximal to the exterior markerband. When an attempt was made to retract the outer sheath, 3 stent wires perforated through the outer sheath at 6mm proximal to the exterior markerband. It was, therefore, not possible to retract the outer sheath. The shaft was dissected proximal to the mounted stent and the stent was withdrawn. The distal stent wires were damaged as a result of the sheath perforation. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause can be attributed to operational context, due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.